Event description:
History of fibercystic disease. Bilateral subcutaneous mastectomy and immediate reconstruction of breast contour. Months later underwent bilateral removal of becker tissue expanders - replaced with surgitek implants 450cc bilaterally. 13 yrs later implant problems. Capsular contractures, asymmetry on left. Changes in breasts. Possible leaking lt implant. Capsulated (ruptured). 3/7/00 bilateral capsulectomy and reconstruction with silicone gel implants. Rt implant removed intact. Lt implant was indeed ruptured.